Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The issue was determined to be caused by firewall rules blocking required communication. The customer requested assistance in determining which group policies had caused the firewall rules to be blocked. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the firewall rules appeared to be blocking communication. A technical support specialist (tss) explained that the exact cause was unknown but clarified that the issue occurred when the drawer network interface card (nic) connected under the public network profile instead of the private profile, which is a known bug in es versions 1.6.1, 1.7.3, and 1.7.4. Tss also informed the customer that, according to knowledge article, medstation es drawer failure after reboot cabinet controller does not initialize detected on bus, this issue had been resolved in es version 1.8 and was not due to any changes made within the system but rather a software defect present in the affected es versions. Further, the customer mentioned about stations slow performance, but tss didn't receive further response from customer then tss proceeded to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The issue was determined to be caused by firewall rules blocking required communication. The customer requested assistance in determining which group policies had caused the firewall rules to be blocked. There were no delay or adverse events or injuries reported based on this event.